Event description:
Name of procedure: ni. Event description: recently (for several weeks), the clip applicators have been malfunctioning frequently: the forceps close, but no clip is released. This problem occurred every second time the device was triggered. Unfortunately, triggering the sharp forceps without releasing a clip also caused significant bleeding. Additional information received from applied medical representative via teams call on 18nov2025: according to the team call we had on 18th of november; applied medical team member was not sure of how many malfunctions happened as the customer couldn¿t give a number. Additional information received from applied medical representative via email on 18nov2025: as discussed, I sent you more information to other items. The customer informed me on 11th of november, that they had previously same problem with clip applicator. Unfortunately the customer didn¿t informed us immediately that¿s why I don¿t have information about batch and numbers. The event date is unknown. Intervention: ni. Patient status: triggering the sharp forceps without releasing a clip also caused significant bleeding.

Manufacturer narrative:
The event device is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.